Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and healthcare provider (hcp) regarding an implanted infusion pump for spinal pain, non-malignant pain, and pancreatitis. The pump was previously used to deliver unknown morphine. Dose and concentration information was not reported. It was reported by a healthcare provider that the patient's pump was not working. Per the patient, the pump was "going to be explanted anyway", but they were having foot surgery and needed magnetic resonance imaging (MRI) of the foot prior to the surgery. When asked about the event date, the patient stated that the pump had been empty "for a long time", then stated "I know at least 2 years". Per the patient, they were "eventually going to get the pump taken out and go on 100% oral medication". It was noted that the patient had a new doctor.